Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged the patient had a blood glucose (bg) of 570 mg/dl with small ketones and symptoms of thirst and sweatiness. Reporter attributes this to the pump frequently losing prime tonight with multiple cartridges, infusion sets, and insulin vials. Loss of prime occurred with at least 3 separate cartridges from 2 separate boxes in a 30 day period. The patient was treated at home with injections in order to diminish symptoms. This complaint is being reported as the patient experienced hyperglycemia potentially related to a loss of prime issue.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(6) 2016. The device was returned to animas and evaluated by product analysis on (B)(6) 2016 with the following results. The bb shows an unexplained loss of prime with a low non-zero force on (B)(6) 2016 03:11; deliveries resumed at 03:20. On (B)(6) 2016 17:05 an unexplained loss of prime with a low non-zero force; deliveries resumed at 17:11. An ezprime and a 24hr duration test were successfully completed with no loss of prime warnings being duplicated. The pump is detecting the correct force. Removed pump cover; force sensor pins seated and solder connections intact. No evidence of contamination or cracked force sensor traces. No evidence of internal moisture was found. The tdd¿s add up correctly and reflect the users programmed basal rates. No delivery defects found during delivery accuracy testing. Pump was found to be delivering within required range and delivering accurately. Unidentified force low observed in the black box, force sensor calibration in spec. Battery compartment is cracked at the cover to the left of the bumper pad.